Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-20905. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "other-medical (ptosis)" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "possible rupture"; "ptosis".

Event description:
Health professional reported left side ¿pain and hardness¿, ¿capsular contracture, baker grade iii¿ and ¿possible rupture¿. Later healthcare professional reported reason for device removal as "revision/pexy" and "ptosis". The device was explanted, replaced and discarded.